Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155863.

Event description:
It was reported that the patient was symptomatic of infection. The pacemaker, atrial lead, and left ventricular lead were explanted. The patient's condition was unknown.